Event description:
Covidien received a report from a biomedical engineer of a n-395 with no audio. The engineer isolated the no audio to the speaker. There was no pt involvement reported.

Manufacturer narrative:
Customer declined to return unit to covidien for evaluation.